Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to subsidence of the talar plate.

Manufacturer narrative:
The reported event could confirmed based on assessment of available CT scans by medical expert the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Upon assessment of available CT scans hcp opined that the reported subsidence of the talar component can be confirmed with the provided CT scan. There seems to be some tibial loosening as well, as there is large radiolucence and some minor cysts adjacent to the component. There is a fracture "in consolidation" at the medial malleolus. The reason for the failure is somehow related to the poor bone substance. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure, a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on investigation, the root cause was attributed most likely to patient related issue. The failure was most likely caused due to poor bone substance. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to subsidence of the talar plate.